Event description:
Nalu system was explanted on (B)(6) 2022 due to infection at the lead placement site. Attempt was made to treat the infection with antibiotics prior to explant without success so the physician elected to explant the system. No reports were received of any failure of the nalu system or any of its components.